Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 10 feet from the surgery field. In addition, it was learned that the device is maintained as per instruction for use. However, it was reported that a pall-aquasafe water filter with an 0.2 m membrane was used until the water flow slowed and only afterwards it was discovered the life of the filter was not to exceed 32 days. This may have led/contributed to the reported contamination.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
Through follow up communication livanova learned device serial number. Model/serial numbers and UDI code have been added to the dedicated d.4 section and manufacturing date of device has been updated accordingly in h.4 section.

Manufacturer narrative:
Patient information. There was no known patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium. The type was not specified. There is no known patient involvement.